Manufacturer narrative:
At the time of this report, the patient had a recurrence of the capsular contracture that was reported under manufacturer report number 1645337-2018-00796, including information for device explantation and evaluation. Since the device was re-implanted and was not returned for analysis at the time of this event, no product failure analysis could be conducted, and no determination of possible contributing factors could be made. As a result, the investigation for this complaint file will be closed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implant experienced right-sided grade IV capsular contracture post-operatively. As a result, the patient underwent right-sided surgical intervention with re-implantation of the same breast implant on (B)(6) 2003. Breast implants are single-use devices, and re-implantation of the device is an off-label use. The patient had a recurrence of the grade IV capsular contracture, and this adverse event was reported under manufacturer report number 1645337-2018-00796.